Manufacturer narrative:
Event summary: as reported, while using a cook silicone balloon hysterosalpingography injection catheter, the balloon ruptured when being inflated with a syringe during a hysterosonography procedure. The device was inflated with 1ml water without any difficulties with the provided syringe. The device did not make patient contact. Another same type device was used to complete the procedure. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to this occurrence. No adverse effects were reported related to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, and quality control procedures of the device were conducted during the investigation. The device was not returned for investigation, and no physical examination was able to be performed. A document-based investigation evaluation was performed. No related non-conformances were recorded, and no additional lot-related complaints were received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The device is included with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that a definitive cause of the event could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received 02feb2021. The device was used during a hysterosonography procedure. The device was inflated with 1ml water without any difficulties with the provided syringe. The device did not make patient contact.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: k180291. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while using a cook silicone balloon hysterosalpingography injection catheter, the balloon ruptured when being inflated with a syringe. Another same type device was used to completed the procedure. No unintended section of the device remained inside of the patient's body. No additional procedure were required due to this occurrence. No adverse effects were reported related to this occurrence. Additional patient and event information has been requested.